Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the radical gastrectomy for gastric cancer surgery, after fired, noted that the tissue was not cut, then changed another device to complete the procedure. There was no patient consequences reported. No additional information could be provided.